Manufacturer narrative:
Investigation is ongoing.

Event description:
During the deployment of the 29mm sapien 3 valve it was noticed that the valve was not totally deployed and contrast was lost from the inflation device. Fluid was added back into the inflation device and a post dilation reveled a leak inside the system at ¿the locking mechanism¿ (interpreted as under the handle). A new 29mm delivery system was prepped and a 3rd post dilatation was perform without incidence. Trace pvl was noted by tee and procedure was completed and patient transferred to the unit in stable condition.

Manufacturer narrative:
The commander delivery system was returned used and the atrion inflation device attached to the y-connector. The returned device was visually inspected, and upon removal of the strain relief, a full separation of the balloon shaft near the y-connector was noted. A leak was confirmed during balloon inflation as fluid was observed leaking from underneath the balloon shaft strain relief. Upon removal of the strain relief, a break in the balloon shaft was found. The balloon shaft outer diameter (od) distal to the break was measured to be 0.144¿ and 0.145¿ (orthogonal), which meets the specifications. The related work orders did not reveal any issues that could have contributed to this complaint. Review of complaint history reveals that the occurrence rate does not exceed the (B)(4) 2015 control limits for this trend category. No IFU/training deficiencies were identified. During manufacturing, the commander delivery system underwent multiple 100% inspections for mechanical damage, including bond inspections for ¿gaps and leak channels¿ and leak tested. Furthermore, the manufacturing lot underwent product verification testing on a sampling plan, which includes a tensile test of the y-connector/balloon shaft joint. The complaint for leakage was confirmed as a break in the balloon shaft just distal to the y-connector was observed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. Since the root cause is undetermined, a CAPA has been opened to continue investigation and implement any needed corrective actions. Due to the severity associated with this issue (balloon shaft crack/fracture), a pra was previously initiated to assess the associated risks for both the commander delivery system v1 and commander delivery system v2.1. Since the root cause of the complaint is undetermined and a manufacturing non-conformance cannot be ruled out, a CAPA has been initiated for further investigation and implementation of corrective/preventive actions as needed. The CAPA is currently in the investigation phase. The complaint was confirmed for delivery system leakage, but no labeling inadequacies were identified. The root cause has not been determined at this time. A pra has been initiated for risk assessment and corrective (or preventative) actions are being addressed through a CAPA.